Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the missing adhesive at the forceps cover and the cut on the prink probe occurred due to a degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive at the forceps cover and a cut on the pink probe. There was no patient involvement.